Manufacturer narrative:
Philips has investigated this complaint. Philips engineer received that that the customer was unable to perform fluoroscopy. The engineer has sent quote for service however customer did not response. As a result, no service has been carried out by philips. There has been no additional information received to date. The codes were updated based on investigation outcome.

Event description:
It was reported to philips that the customer was unable to perform fluoroscopy. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.